Event description:
It was reported that during gastrectomy procedure, the staples on the remaining stomach side were unformed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.